Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported their epiq cvx ultrasound system became unresponsive during a watchman cardiac procedure while using an x8-2t transducer. The procedure in progress was completed successfully using a different transducer available at the customer site. The suspect transducer has been replaced to resolve the issue. There was no patient or user harm associated with this event.

Event description:
A customer reported their epiq cvx ultrasound system became unresponsive during a watchman cardiac procedure while using an x8-2t transducer. The procedure in progress was completed successfully using a different transducer available at the customer site. The suspect transducer has been replaced to resolve the issue. There was no patient or user harm associated with this event.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue, including a technical and clinical evaluation of this event. The engineering team determined the failure resulted from an intermittent hardware fault due to overheating error for the acquisition module and associated control board. This intermittent issue is resolved by restarting the system software. A solution has been implemented in an updated software version.